Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were large discrepancies between his sensor glucose and blood glucose values. The patient's current sensor glucose was 226 mg/dl and his blood glucose was 42 mg/dl. The customer treated the low with glucose tabs. The insulin pump was not returned or replaced.